Event description:
It was reported that the patient experienced recurring incontinence because his artificial urinary sphincter lost fluid. The patient underwent a replacement surgery and a leak was identified in the cuff. All components were removed and replaced. There were no patient complications.